Event description:
It was reported a patient, who had a right tha, reported early wear of prosthetic polyethylene with particulate disease and was admitted to the hospital and needs surgical intervention to prevent injury or permanent disability. No further information provided.

Manufacturer narrative:
D10: 01-032-03-3694 - univ.cup cabeza ceram. Delta 36 -4 (B)(6). 164-03-13 - vastago element c/collar offset std. Hac nº13 (B)(6). 180-11-52 - (disc) novation crown cu p, cluster-hole with ha, (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.